Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, even after removing it from case and connecting it to known working charging equipment while pump showed red light and periodic vibration. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label, while technical support arranged replacement pump shipment and confirmed address.